Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 18.5mmol/l. Troubleshooting was performed, and the displacement, self test, and manual prime test passed. Explained to the mother that most likely the insulin got inside the reservoir compartment and damaged the motor causing to undeliver the insulin. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.